Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical resection of colon cancer. While cutting off the sigmoid colon tissue the device had poor staple formation. The distal end of the staple line was incomplete and was fixed by hand sewing. In order to complete the case a new device was used. Patient status is alive, no injury.